Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a leak from a filtered primary plumset at the connection point of the distal portion of the tubing that is attached to the cassette. The drugs involved were taxol and normal saline. There was patient involvement and a delay in therapy; however, no reported adverse event.

Manufacturer narrative:
No list # 142550489 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.